Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported the string was missing from a pessary upon removal and could not feel the pessary inside when she tried to manually remove the pessary. No further information has been received.